Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for 4 years and 11 months underwent a valve-in-valve procedure due to aortic insufficiency and stenosis. A 23mm sapien 3 ultra resilia valve was implanted with good results.

Manufacturer narrative:
Updated sections b5-b7 and h6 clinical code and device code. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for 4 years and 11 months underwent a valve-in-valve procedure due to aortic insufficiency and stenosis. Echo revealed aortic valve calcification with moderate stenosis and aortic valve area of 0.9 cm2 with mean gradient of 25 mmhg. Mild aortic regurgitation was noted. The patient was symptomatic with progressive shortness of breath and increasing fatigue. A 23mm sapien 3 ultra resilia valve was implanted with good results.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The report of valve calcification was confirmed based on provided medical record. The available information suggests that patient factors, including hypothyroidism, hypercholesterolemia, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.